Manufacturer narrative:
Date rec'd my MFR: 14nov2019. Date of report: 04dec2019. The customer reported the issue was resolved by replacing the power supply and the unit is operating as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
The customer reported the unit would not run on ac (alternating current). The service technician confirmed that when operating on battery power, and ac (alternating current) is connected, it stays on battery power and there is a clicking noise suspected to be the relays that switch from ac to dc (direct current) power. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.